Manufacturer narrative:
It was reported that the customer replaced the front bezel which did not fix the problem. The customer ordered a new ui (user interface) pcba (printed circuit board assembly) to be replaced. Once received it will be replaced and the device will be put back into service. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Event description:
Philips received a complaint from the customer on the v60 indicating that the device has a defective accept button. It was reported there was no patient involvement at the time the issue was discovered. The biomed customer evaluated the device with the assistance of the remote service engineer (rse) and confirmed the reported problem. The customer requested the part ID for the front bezel to resolve the reported problem. The investigation is ongoing.